Manufacturer narrative:
Examination of the cable found that there was a high resistance error detected from a wire in the cable that is used to measure the blood temperature. The cable was evaluated with cirris cable tester and failed with a high resistance error. When connected to a swan ganz catheter it was verified that blood temperate values were going up and down. Defective wiring was determined to be the root cause. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. A supplemental report will be forthcoming with the device history results when received. The vigilance ii monitor was evaluated and no defect was found. The monitor passed all functional checks as well as an electrical safety test. The additional cable sent was examined and passed the cirris cable test with no issues found. Although the customer reported that the complaint was against the monitor our evaluation found that the cable with serial number ((B)(4)) was the suspect device. An unstable baseline temperature that is not indicative of the patient¿s clinical status can be an indication to the user to begin the troubleshooting process. The patient¿s body temperature by can be obtained by different means and compared to the temperature obtained from the catheter. If they do not correlate to the clinician¿s satisfaction, the suspect device can be changed out with a minimal delay in treatment/monitoring. Please reference medwatch numbers 2015691-2017-04465 and 2015691-2017-04473 for the vigilance ii monitor.

Event description:
It was reported that during use of a vigilance ii monitor, the customer observed continuous cardiac output (cco) and temperature values which were not constant, and were not reflective of the patient¿s clinical status. No alarm was displayed. The customer exchanged the vigilance ii monitor, which resolved the issue. No treatment was administered or withheld as a result of the erroneous values, and there was no report of patient compromise. Troubleshooting exempted the related swan-ganz catheter. A similar event occurred with this monitor the following day and the event was recorded. The vigilance ii monitor was sent for examination, together with two 70cc2 cables. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.